Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received power error detected on insulin pump. The customer¿s blood glucose level was 10.0 mmol/l.. The customer stated that power error detected first in may 2017 and she stopped using pump over the summer but as she started using pump and again error has recurred. The customer was advised to replace pump. The insulin pump will be returned for analysis.